Event description:
It was reported that during use of a bacterial and viral filter in the ventilator's patient circuit, there was an excessive collection of water in the expiratory cassette. The filter was very wet, and the peak inspiratory pressure increased significantly. There is no patient information. (B)(4).

Manufacturer narrative:
This investigation has been finalized. A video was received from the customer and it support accumulation of water in the expiratory cassette. This confirms the reported issue, however due to its poor video resolution it cannot be used as a strong evidence of the initial customer statement of excessive water collection. An active humidifier was used in the clinical treatment and in these cases it is recommended a continuous check to ensure that possible condensation created in the expiratory limb does not affect the ventilator performance. According to the information provided by the customer, the filters were exchanged more frequently than the recommended by the service manual (48 hours), but this was not sufficient to drain out condensate water. It was not possible to obtain a sample of used filters. In addition, no device logs were available for our investigation. Therefore no further investigation was not possible to perform. Our conclusion is that the root cause of the experienced problem cannot be determined by the information input given in this case.

Event description:
(B)(4).